Event description:
Boston scientific neurovascular became aware of an event in which the physician tried to push the matrix standard-3d coil and it offered resistance. The physician attempted to reposition the subject device and during this process noticed that it did not move when it was being pulled back. The subject device was partially in the aneurysm when the physician decided to retrieve it together with the microcatheter. There was no problem with the patient during the event.